Manufacturer narrative:
The device remains implanted. Gastrointestinal bleeding has been identified as a known potential risk associated with use of the lvad system as outlined in the instructions for use. While the root cause of the event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. Underlying individual patient factors and inr above the recommended range may also play a role. Gi bleeding/av ms are known potential complications associated with all patients implanted with vads. The heartware® instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the site that the patient was in rehab post initial vad implant, when he developed dark colored stools, beginning (B)(6) 2015. On (B)(6) he was hemoccult positive and was transferred to the hospital for evaluation on (B)(6) 2015. Pateint had gi consulted and subject underwent an egd and push enteroscopy that day. Gastritis was present in the stomach, a small erosion- consistent with a healing ulcer- was found in the duodenum and a clip was placed over the area, and in the jejunum, multiple small erythematous marks consistent with avms were seen and 6 clips were placed. It was stated that the resolution date and date of discharge was on (B)(6) 2015. No further information received.